Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review the transmission showed myopotential oversensing on the pacemaker through the right ventricular channel. Programming changes were made to address the oversensing. The patient was stable before, during, and after programming.